Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. The reported customer report is a known issue and root cause investigation efforts have been addressed. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the unit gave a high pulse rate reading of 250 bpm. There was patient involvement. The monitor was connected to patient at time of erroneous readings (high reading reported by customer). There was no patient harm reported.